Event description:
It was reported occlusion alarms. There was no reported impact on the patient¿s blood glucose level. The customer declined troubleshooting, therefore no additional information was obtained.